Event description:
An emergency medical technician (emt) connected the device to a pt, described in cardiac arrest, through the combination electrodes. The pt's chest was described as very hairy and diaphoretic. No skin prep was performed prior to electrodes placement. Reportedly the emt could not get the electrodes to adhere to or stay connected to the pt's chest.